Event description:
Per the clinic, the patient reported pain and drainage at implant site. The patient was prescribed oral antibiotics (type and dosage not reported) to treat site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.